Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. Inspeciton found damage to the conductor wire insulation with exposed internal wire. There was no thermal damage observed. There was no missing piece on the conductor wire insulation, the insulation was lifted-off and still attached. The electrical continuity test was performed and the instrument passed. Further investigation found indentations on the edge of the bipolar yaw pulley. The indentation was found on multiple locations of the bipolar yaw pulley on one side. The indentation was found to be aligned with the conductor wire insulation damaged. This is unrelated to the conductor wire damage. The complaint was confirmed by failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) a failure analysis engineer. The following additional information was provided stating that there were some damage to the conductor wire insulation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the maryland bipolar forceps instrument was found to have a damaged wire. The user completed the procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and no damage was observed. The damage was first found when removing the instrument from the patient. The instrument failed to energize due to the damage. There was an alleged sign of thermal damage but no arcing was observed during intraoperative use. There was no instrument collision, no issues removing the instrument from the cannula. No fragment fell inside the patient was confirmed.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the advanced failure analysis team and was found to have damage on the bipolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.